Event description:
Aide was using a bhm lift system to weigh resident. During the lift, the lift track separated causing the lift unit to fall. As the lift unit fell, aide moved resident enough that the entire unit did not fall on them; however, the lower part of the unit did hit resident's head. Resident sustained a hematoma but did not require hospitalization.